Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision. Asr xl acetabular system (right). Reason(s) for revision: pain; component loosening, raised serum cobalt levels update: received confirmation that acetabular cup loosened, (B)(6) 2012. Update: may 19, 2017 - additional information received from kennedys. No new update per review. This complaint was updated on jun 15, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision. Asr xl acetabular system (right). Reason(s) for revision: pain; component loosening, raised serum cobalt levels. Update: received confirmation that acetabular cup loosened, (B)(6) 2012. Update: may 19, 2017 - additional information received from kennedys. No new update per review. This complaint was updated on jun 15, 2017.